Event description:
It was reported that during an interventional procedure, retrieval difficulties occurred. The lesion was located in a vein graft to the rca. The filterwire ez 190cm was deployed. The entire device was withdrawn with the filter basket open, unsheathed, without using the retrieval sheath included with the device kit. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "ok."

Event description:
It was reported that during an interventional procedure, retrieval difficulties occurred. The lesion was located in a vein graft to the rca. The filterwire ez 190cm was deployed. The entire device was withdrawn with the filter basket open, unsheathed, without using the retrieval sheath included with the device kit. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: returned product analysis revealed no anomalies with the returned delivery sheath. The filter wire used during the procedure was not returned for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is determined to be a user preference issue.